Manufacturer narrative:
The device remains implanted. Based on the clinical info provided, the device occlusion may have occurred as a result of disease progression.

Event description:
Twenty-five days following implantation of a 6x15 viabahn device for treatment of sfa occlusion, the pt presented with an occlusion of the viabahn device. A CT scan confirmed significant vessel disease above and below the viabahn device, indicating bypass grafting as treatment. A saphenous vein bypass was implanted from the common femoral artery to the posterior tibial artery. The pt tolerated the procedure well.